Event description:
The customer stated that the ambulance was called to his home due to low blood glucose. The customer stated he drank juice and brought his blood glucose up to 58 mg/dl by the time the ambulance arrived. The customer stated he possibly over-delivered insulin with the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test and it was not exposed to any magnetic fields.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.